Manufacturer narrative:
Manufacturer's report date: 03/02/2011. (B)(4). The customer reported the administration set was discarded.

Event description:
Customer reported contents of the piggy back went back up into the maintenance bag during an infusion in the bone marrow transplant unit. The secondary medication may have been acyclovir, mmf (cellcept) and vancomycin. The clinician noted the issue when the primary bag either fills to bulging or when the secondary drug causes a precipitate in the primary solution. The package was not saved; therefore, no lot number is available. There was no reported harm to the pt. Although requested on multiple occasions, no additional info was provided.